Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states bolts that go through the clamps, which attach the wheel locks onto the chair, kept loosening up. The wheel locks keep falling down. MDR filed.